Event description:
It was reported that this right ventricular (rv) lead was fractured which was confirmed by fluoroscopy. It was noted that this lead exhibited high impedance values. This lead was capped and replaced with a new rv lead. No additional adverse patient effects were reported.